Manufacturer narrative:
Product ID: 3093-28, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a lack of efficacy. All electrode combinations measured to be greater than 4,000 ohms. X-rays had been taken and the patient had not had any recent procedures. It was unknown if further actions would be taken as a result of the high impedances. No further information was reported. A follow up report will be sent if additional information is received.